Event description:
It was reported to medtronic minimed that the customer experienced cartridge holder lose. The customer reported no adverse event. The event involved product(s) mmt-105nnpkna. Troubleshooting was performed. Informed the customer that upon receiving replacement, they will need to delete the existing paired inpen and then pair new inpen. No harm requiring medical intervention was reported. The customer discontinued to use of the device, and the product mmt-105nnpkna was returned for analysis.

Manufacturer narrative:
Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of travel. Cartridge holder broken off plastic pieces stuck inside inpen/cartridge holder cavity. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: inpen received with broken off piece at the cartridge holder. Physically damaged cartridge holders can affect insulin delivery. The customer concern of physical damage at cartridge holder was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.